Manufacturer narrative:
Additional information: h3, h6, h10 h10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, back pressure, and priming were performed with no issues noted. The devices were run on an in-lab pump with no issues or leaks noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non-dehp continu-flo solution sets leaked from the lowest y-site (clearlink component). This was observed during two (2) patient infusions via a peripherally inserted central catheter (PICC) line. The patients were administered total parenteral nutrition (tpn) and/or intralipids (il). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.